Manufacturer narrative:
The investigation is in progress, additional information for this event is not known at this time, if additional information is received, a supplemental report will be submitted accordingly. The following mdrs were submitted: 3013450937-2023-00334. 3013450937-2023-00332.

Event description:
Dr. (B)(6) requested onkos custom prox tibia with interlocking screw holes. Also, onkos off the shelf dfr system. On (B)(6) 2023 patient underwent a polyswap.

Event description:
It was reported by (B)(6) , an onkos sales representative, that a 78-year-old male patient underwent a revision surgery on (B)(6) 2023, to increase the thickness of the implanted poly spacer from 16mm to 20mm. The original poly spacer thickness was reportedly undersized due to an incorrect implant selection, contributing to laxity of the knee joint.

Manufacturer narrative:
It was reported by (B)(6) an onkos sales representative, that a 78-year-old male patient underwent a revision surgery on (B)(6) 2023, to increase the thickness of the implanted poly spacer from 16mm to 20mm. The original poly spacer thickness was reportedly undersized due to an incorrect implant selection, contributing to laxity of the knee joint. All inspection and manufacturing data was reviewed for the revised eleos implants; all reviewed information was found to be conforming to specifications and no manufacturing abnormalities were observed. As detailed in section 3.5, the IFU and surgical technique documentation identifies elements such as patient contraindications, patient selection factors, surgical procedures/techniques and other precautions/conditions that potentially contribute to adverse effects. The root cause of this complaint was not determined. The following mdrs are related to this adverse event: 3013450937-2023-00332, 3013450937-2023-00333, 3013450937-2023-00334.